Event description:
During use of this product, blood splashed from the isolation stopper when the needle was removed. Three units were affected; samples cannot be returned, but photographs are available. A green claim is required, along with a response letter to the complaint and a complaint acknowledgment letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.